Event description:
A talent stent graft system was implanted in a patient for the emergent endovascular treatment of a 5 cm abdominal aortic aneurysm approximately 3 months ago. Vessel morphology was reported as no tortuosity and no calcification. It was reported that the patient presented for a follow-up and the CT demonstrated that the right renal artery was found occluded by the stent graft but was still perfusing. The physician attempted to get into the renal artery with a wire and bare metal stent but was unsuccessful. There was no further treatment or intervention at this time. The most likely cause of the stent graft covering of the renal artery is related to the over correction of the parallax during the implant of the device. There was no further treatment or intervention at this time. The patient will be brought back in 6 months for follow-up. No clinical sequelae were reported, and the patient is fine.

Manufacturer narrative:
(B) (4) attempted intervention. Inaccurate stent graft delivery due to parallax. Conclusion: inaccurate stent graft delivery.